Event description:
It was reported that during a laparoscopic prostatectomy procedure, the black bill on the trocar tore and the device got stuck going into the trocar. The trocar was replaced and the case was completed with no pt consequence. The device was discarded (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for eval.